Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/20/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there patient consequences? If yes, please specify. No. Please confirm, how many devices demonstrated the reported alleged deficiency ("the needles popped off")? 1 for this procedure. When did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. Lot number? The or doesn't track lot#¿s for suture when used in a patient provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). It¿s the same person I submitted, dr. (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2025 and suture was used. It was reported that the surgeon said the needles popped off so they had to remove and open a new one. The procedure was delayed by three minutes. There were no patient consequences reported. Additional information was requested.